Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device and observed the device was configured for pre-shock CPR. After downloading the electronic patient record and performing some unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. Physio-control performed a clinical review and determined that the device use may have contributed to the patient outcome, as two times during the patient event the device gave a "shock advised" decision and the user did not deliver defibrillation therapy. The electronic patient record showed that 22 rhythm analyses were performed, and the device gave a ¿shocked advised¿ decision for 16 of those analyses. For analysis 4 and analysis 6 the user did not pause chest compressions when advised to do so by the defibrillator and removed the charge. The device was configured with 15 seconds of preshock CPR. Preshock CPR is a part of cprmax technology, which is designed to allow resuscitation protocols to maximize the quantity of CPR administered during treatment with the device. Preshock CPR prompts for CPR after a shockable ECG rhythm is detected while the device is silently charging and before the shock is delivered. Since this device was configured with 15 seconds of preshock CPR each time a shockable ECG rhythm was detected, the device would prompt the user to perform 15 seconds of CPR while the device charged. After this the user was prompted to stop CPR and press the shock button. The user did not press the shock button, as described in the operating instructions, but instead removed the charged energy. The cause of the reported issue was determined to be due to use error, as the user did not understand cprmax technology and preshock CPR and disarmed the charge for two recommended shocks. The customer will be provided with feedback on the use of their device when configured with preshock CPR.

Event description:
The customer contacted physio-control to report that when their device was used during a patient event, the users were unsure of the timing of the device's analyses and audible prompts and tones. In a review of the electronic patient record of the event it was observed that the users removed the charged defibrillation energy, after the device recommended to provide a shock for analysis 4 and 6, therefore delaying therapy. The patient was provided with 14 defibrillation shocks after subsequent analysis. The patient did not survive the reported event.